Manufacturer narrative:
The device was not returned for evaluation. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a conclusive cause for the reported patient effect, and the relationship to the product, if any cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the electronic proglide instructions for use as a possible adverse event of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as (B)(6) 2025. D4: the UDI is not known as the part and lot number were not provided. Attachment: article, percutaneous management of vessel occlusion caused by suture-based closure devices: a case series and benchtop model

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery (cfa) using the pre-close technique hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Hemostasis was achieved after tightening the knots. Reportedly post procedure, a total occlusion of the cfa was identified. Using an abbott steelcore guidewire, flow was restored with a plain old balloon angioplasty and a cutting balloon. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Details are listed in the article, titled "percutaneous management of vessel occlusion caused by suture-based closure devices: a case series and benchtop model". No additional information was provided.